Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n-us, serial/lot #: (B)(4), ubd: 10-jan-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after loading was confirmed with fluoroscopy, angiography showed the valve above the aortic root annulus at 80% deployment. The ascending aorta was short and caused an acute angle in the valve frame. A recapture was attempted, but was unsuccessful, as the capsule of the delivery catheter system dug into the side of the valve frame and folded the frame over on itself. The dcs capsule was redeployed to 80% and a second recapture was attempted with the same result. The valve was repositioned in the descending aorta to allow the valve frame to straighten out. Angiography root shot confirmed the valve frame was below the great vessels. The valve frame was in a more coaxial position in relation to the dcs capsule. Frame recapture was attempted for the third time with the frame folding over on itself. The physicians chose to deploy the valve at its present position in the descending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. The aortic/left ventricular (ao/lv) gradient decreased from 105mmhg to 8mmhg via catheter hemodynamics. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulty include patient anatomy and physician technique. Procedural images submitted for review confirmed the valve was deployed at 80% and was too shallow of an implant. There is evidence that the first valve was deployed beyond the 80% position and the outflow crowns were coming out of the capsule which will affect the recapture ability. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.